Event description:
It was reported that during a guided supply change for hyperglycemia, the infusion set site came out of the applicator and the user subsequently replaced the infusion set and resumed insulin delivery; this was characterized as an infusion set and cartridge issue involving an incorrectly deployed infusion set or connector not fully attached, with the cannula identified as the affected component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method involving the cannula during the set change. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.